Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
Patient contacted (B) (4) to report the following: she had a novasure endometrial ablation on (B) (6) 2008. A pre-hysteroscopy done at that time revealed uterine fibroids, which did not protrude into the uterine cavity. Approximately 2 months later she began to have right lower quadrant pain. Additionally, she reported right upper quadrant pain lasting for 3 years, daily during the last year. In (B) (6) 2009, she was treated for a urinary tract infection but her condition worsened. On (B) (6) 2009, she had an ultrasound and was told she had "an endometrial stripe that was too thick" measuring 1-2cm. On (B) (6) 2009, the physician attempted an in office biopsy but was not able to dilate her cervix. She was treated with progesterone and the pain medication norco (hydrocodone bitartrate 10mg and acetaminophen 325mg) 2 tabs, and sent home. She was admitted to the hospital on (B) (6) 2010. During a diagnostic hysteroscopy the physician again had difficulty dilating the cervical canal. The cervix was noted to be "scarred shut". The doctor "pushed through with a 7mm diagnostic hysteroscope but was able to go only 1-2cm distal to the endocervical os". The uterus was described as a "blind pouch", consistent with complete obliteration. No uterine landmarks could be seen, but a collection of bloody fluid was noted. The physician then performed a laparoscopy and the uterus was noted to be "boggy". A hysterectomy followed and the patient was discharged on (B) (6) 2010 while taking ancef (cefazolin sodium). The pathology report from this surgery on (B) (6) 2010, revealed "unremarkable cervix, inactive endometrium, benign leiomyoma". When asked how she is feeling now the patient was not able to answer. She reported "I have so many overlapping issues". During follow-up on (B) (6) 2010, the physician who performed the novasure procedure, reported the ablation was uneventful. We have been unable to obtain additional information surrounding this event. (B) (4).